Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) developed infection. Additional information from the field representative indicates that there has been no extraction occurred as the patient was too sick. There were no additional adverse patient effects reported. The crt-p remains in service.

Event description:
Additional information received indicates that the device system was removed successfully due to possible infection. There were no additional adverse patient effects reported. The cardiac resynchronization therapy pacemaker (crt-p) was explanted.